Manufacturer narrative:
The field service engineer found misadjusted vacuum and sipper nozzles. The adjustments were corrected. The dilution vessel was replaced. The investigation determined the adjustment of the nozzles resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the na electrode on a cobas 8000 ise module. The customer provided examples of three patient samples with discrepant na results. No questionable results were reported outside of the laboratory. The user repeated the samples since the initial values did not agree with the previous results of the patients. The first sample initially resulted in a na value of 80 mmol/l and it repeated as 130 mmol/l. The second sample initially resulted in a na value of 121 mmol/l and it repeated as 132 mmol/l. The third sample initially resulted in a na value of 122.2 mmol/l and it repeated as 131.9 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The cobas ise module serial number is (B)(6). The investigation is ongoing.